Event description:
It was reported that externalized conductors were noted across the tricuspid valve via fluoroscopy, during routine generator change out. The patient was asymptomatic and no electrical anomalies were detected. Lead remains implanted. Patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.